Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence attempts for part return were unsuccessful. As per the user facility, the unit will be taken out of service. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the heater cooler was not making ice. There were no reported adverse consequences to the patient.